Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery compartment was damaged and the battery cap top was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: the returned battery cap was unable to be fully tightened and was difficult to remove. A test cap was able to fully tighten and be removed with no defects. The battery compartment was cracked to the left of the bumper pad from the threads traveling down to the case seal. The battery compartment was also cracked at the case seal below the bumper. Unrelated to the original complaint, the display appeared to be dim and discolored.